Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric bypass a piece of the active waveguide disengaged into the patient cavity. The piece was retrieved with no patient injury. A new dissector was opened and used to successfuly complete the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One sonicision cordless ultrasonic dissector was received for evaluation. Visual inspection of the device revealed that the device moving jaw had been broken off. There were scratches on the active blade. The broken moving jaw was not returned. The customer reported that device component disengaged. The reported condition was confirmed. Investigation found that the device moving jaw had been disengaged from the hinge of the inner tube. There were deep scratches on the inside of the tube and on the active blade. Failure investigation concluded that device failure was due to user damage.